Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to clean the gold connectors with an alcohol prep pad, clean the socket with an alcohol prep pad, check the maj-1933 and maj-1941 for proper connection, avoid hot swapping scopes, press esc button to clear error, and to check the button in the socket of the device. The customer was unable to troubleshoot at the time of call. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. There was no patient harm or user injury reported due to the event.